Event description:
Due to a liquid spill in the computer chassis, the linear accelerator gave indicators that 57 mu had been delivered even though the "beam enable key" was in the "off" position and the door was open. No pt injury was sustained. Info submitted as follow-up: the area radiation monitor was observed to be flashing during the incident. In addition, two individual film badges indicated readings, although not in the correct energy bin.